Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a port placement procedure, the tube was allegedly found to be broken. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one powerport clearvue isp implantable port was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. A fracture was noted to the port stem as a portion was missing. The edges of the port stem were noted to be jagged. The surface was noted to be granular throughout. The manufacturing site evaluation states ,it was observed that the stem of the port had a fracture and was missing a part, the missing section of the stem was not visible in the images. A closer view showed two cracks in the section of the stem that had been attached to the base of the port, no other anomalies were observed across the sample. Therefore, the investigation is confirmed for the reported fracture and the identified material separation issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h6 (device, component, method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent for a port placement procedure using powerport clearvue isp. Prior to the procedure, the tube was allegedly found to be broken. There was no patient contact.